Manufacturer narrative:
H3 analysis of the returned ins (B)(6) reveled the implantable neurostimulator (ins) passed functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a healthcare provider. Regarding a patient, who was implanted with an implantable neurostimulator (ins). For fecal incontinence and gastrointestinal/ pelvic floor. It was reported, that the patient had the implant for less than 2 years. And was showing battery life less than 5 months. Power setting was at 0.5, so seems to have run out of energy rather quickly. Troubleshooting was performed. An impedance and battery check. The cause was unknown. The device was replaced.